Event description:
It was reported that the day following a colon resection procedure, the pt was bleeding. It was discovered by testing with a enteroscope, that there was leakage at the anastomotic stoma. The dr hand sewed the anastomosis, the pt is currently ok.